Event description:
Customer reported s. Aureus isolate oxacillin (ox) mic discrepancy. They obtained oxacillin-susceptible results on the dried pos mic type 23 panel and oxacillin-resistant results on secondary methods that were also performed for the clinical isolate. Results were reported to the physician after patient treatment was started. It is unknown if treatment was altered based on the susceptibility test results. No reports of adverse health consequences associated with the discrepant result being obtained. The cause of the oxacillin susceptible results is unknown.

Manufacturer narrative:
Evaluation: method: routine monitoring of complaint history and performance trends to ensure performance is within claims. Requested additional information to determine if malfunction occurred. Product is within performance claims.